Event description:
Double lumen broviac set up with second port as medication line carrier solution to keep port open with intermittent infusion of antibiotics and other medications. Medfusion syringe pump used to infuse medications. New multidose syringe set up 8/9/97 at 2100. Medication administered 0100 8/10/97. At 0900 8/10/97, syringe noted to be empty.